Manufacturer narrative:
E1: facility name (B)(6). H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Functional testing could not confirm the customer's reported issue. The air detector was functioning properly. The cause of the reported issue was unknown. No further action will be taken.

Event description:
It was reported that there was air in line. Per reporter, the error appeared during infusion. There was no patient harm/adverse event reported.